Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer had an elevated white blood cell count. Troubleshooting was performed. It was stated that the buttons in the insulin pump stopped responding. No further info was provided.